Event description:
In 2001, pt was experiencing pain at the implant site. Although there was no indication that their implant had malfunctioned, pt was scheduled for exploratory surgery. During exploratory surgery, it was noted that the implant's silastic coating appeared damaged. Inflammation was observed at the site. The surgeon indicated that, in his opinion, the damage to the silastic coating was more than likely due to trauma, although the pt reported no specific trauma at that time. Rather than explant the device, the surgeon chose to remove the silastic coating. Ten days after surgery, impedance measurements on several electrodes were beyond the normal range and the pt no longer had auditory function. Revision surgery was performed and device was explanted.